Event description:
A device report from synthes (B)(4) indicated: the cable tensioner cannot tighten the cable during a procedure.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot p056870 revealed the cable tensioner was manufactured by pioneer surgical technologies. The device was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements. The supplier performed a device history record review and found that the product met all specifications at the time of shipment. The returned product did not meet the inspection criteria. Destructive testing determined that the tensioner did not function due to corroded components in the collet assembly.